Manufacturer narrative:
The device has been returned to the manufacturer for analysis, and the results are not complete at the time of this report. A follow up report will be sent when the analysis results become available.

Event description:
Manufacturer's rep reported the infusion system was explanted after an implant duration of approximately 22 months due to pt dissatisfaction with therapy. Pt reported the pump was explanted due to "malfunction", and, "a piece of catheter was left in to prevent csf headache." The pt also reported experiencing drug withdrawal. The infusion pump was programmed to deliver morphine 50mg/dl, clonidine, and fentanyl at 20mg/day for treatment of chronic back pain. Additional details have been requested from the pt's physician in regards to the pt reported events and symptoms. A follow-up report will be sent when new information is received. Refer to manufacturer's report # 6000030200700594.